Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The pt has a diseased left iliac artery, which required endarterectomy of the left external iliac and common femoral arteries. Aneurysm morphology is unknown. Approx two months after the stent graft was implanted. It was reported that there was a good flow, the stent graft was in good position and the aneurysm was excluded. The next day the pt presented with an acutely ischemic lower extremities. The pt was evaluated with a non-contrast CT scan showing good position of the graft, no evidence of graft movement and there was no evidence of kinking or closure of either limb. An ax femoral-femoral was performed and is functioning well. The physician reported that he is uncertain as to the cause of the occlusion and stated that the pt may have developed neo-intimal hyperplasia at the left femoral endartecrectomy site and possibly progressed to occlusion of the left limb; however, this does not explain occlusion of the right limb and the entire graft. No additional clinical sequelae were reported.